Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed via remote transmission. The lead will continue to be monitored.